Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited increasing capture threshold since implant. The lead showed intermittent capture at maximum output. Impedances and sensing remained unchanged. Exit block was suspected as a probable cause. Fluoroscopy showed no abnormalities to lead structure. Since venous access could not be obtained on the same side, the patient's system was disabled and a new system was implanted on the patient's contralateral side on (B)(6) 2020. The patient was stable.